Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted however, moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. Device was also received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump vibrated and alerted but there was no display on the screen it was completely black out. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer stated display did not returned after insulin pump restart. Customer stated insulin pump had crack near battery compartment. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.